Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited noise over-sensing and inappropriate mode switch episodes. No intervention was performed. No patient consequences.